Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to flush was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. The investigation determined that the reported difficult to flush appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 5.5x60mm supera self-expanding stent system, the wire port could not be flushed. There was no patient involvement. The device was replaced with a new supera to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Additional information: it was observed during the device analysis that the sheath was broken inside the handle.